Manufacturer narrative:
(B)(4). Actual device returned & evaluated. No failure detected, device operated within specification. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 140-180mg/dl fasting. Verified test strips expire 01/21/2018. Confirmed customer's test strips are being stored properly and opened vial date 11/20/2015. Customer performed a back to back blood test 114mg/dl and 113mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:customer is concerned with reading of 113,99,97 and 113mg/dl. Customer was not able to identify time and date from result from memory and I was only able to obtain 4 results from the memory .